Event description:
The pump was returned for investigation. Investigation revealed contamination and damage found on the force sensor assembly. The force sensor was also found to be out of calibration. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed several multiple occlusion alarms with high force. The pump was returned for investigation. Investigation revealed contamination and damage found to the force sensor assembly. The force sensor was also found to be out of calibration.